Event description:
Maude event report no: (B)(4) stated: "(B)(6) 2013: polyethylene liner disengaged from the hip shell. Patient returned to surgery."

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No medical records were received for evaluation. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. The reported event regarding disassociation involving an unknown polyethylene liner was not confirmed.

Event description:
Maude event report no: mw5029539 stated: "volun (B)(6)-2013: polyethylene liner disengaged from the hip shell. Patient returned to surgery."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 36mm semi constrained poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.